Event description:
The customer reported his blood glucose reached over 350 mg/dl less than four hours after the pod was activated. During the insertion process the needle did not fire the cannula correctly into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.